Manufacturer narrative:
(B)(4) device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a sheath/dilator assembly. The peel-away sheath had a damaged tip and the dilator body was kinked or bulged at approx. 1 cm from the tip. This type of damage indicates that significant resistance was met during insertion. Microscopic examination of the sheath revealed the tip edge to be pushed back and folded, stretched and flared. The score lines were beginning to separate and the blue area is partly white indicating stress. This further indicates resistance met at insertion. No additional damage or defects were observed. The sheath tip diameter could not be accurately measured, but the dilator passed through without resistance. A review of manufacturing records did not yield any relevant findings. The provided instructions state to enlarge the puncture site with a scalpel prior to insertion if necessary. It was not reported if this technique was used. Based on the reported information, the time of discovery and the condition of the sample operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during insertion that the tip of the sheath started to peel back. As a result, a new kit was opened and used to complete the procedure. There was no delay in treatment. No death or complications occurred to the patient.